Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records was conducted. The report indicates that the: 03.130.202 - f-17697 manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 18.feb.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure: orif metacarpal was performed. It was also reported that while drilling the locking screw in the distal in the end of the plate. The drill bit snapped while they were drilling the hole. They had to go in the palm of the hand to remove the piece of drill bit that broke off. They then continue with the procedure once the piece of drill bit was removed. Patient was fine post-surgery. Twenty minutes delay in surgery. There was an extra wound in the palm of the hand. Device discarded, no other information is available and no adverse event to patient. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Remove no adverse event to patient. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.